Event description:
84 yr old female sustained femoral neck fracture on 12/18/96. On 12/19/96 she underwent bipolar hemiarthroplasty. There were no intra-operative problems. She was discharged and did well until 1/24/97 when she was noted by physical therapy to have a shortened limb. There was no specific traumatic event. When she returned for eval hemiarthroplasty had dissassociated, head from liner with the contracture of the hip. She had been walking on this without symptoms for an indeterminate period of time.